Manufacturer narrative:
Based on the contents of the article, no conclusions can be made as to the degree to which the device may have caused or contributed to any of the reported patient postoperative conditions. The information obtained is limited to the article. Postoperative seroma, hematoma and hernia recurrence are identified as possible complications in the adverse reaction section of the instructions-for-use, supplied with the device. Regarding infection the warnings section states "if an infection develops, treat the infection aggressively." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note only one (1) study patient of twenty-nine (29) was implanted with the bard collamend mesh. The article does not include patient/case specific details to indicate whether the study patient receiving the collamend mesh experienced an adverse event. Note, the date of event (01-feb-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "component separation repair of incisional hernia: evolution of practice and review of long-term outcomes in a single center". The article describes the long-term outcomes of complex abdominal wall reconstruction using component separation (cs) technique. Prospective analysis of patients who had undergone component separation (cs) repair of incisional hernias in two techniques was performed. In a total of 89 patients, 29 patients undergone anterior component separation (acs) from february 2009 to 2015 and 60 patients undergone posterior component separation with transverses abdominis release (pcs/tar) from 2015 to september 2022. In 29 acs cases, one patient was implanted with collamend mesh and others were implanted with non-bard meshes. The postoperative complications in acs group include 5 cases of wound dehiscence, 11 cases of fluid collection in which 9 were seroma and 2 were hematoma. Many seromas are asymptomatic and require no treatment. Developed infection in 7 cases and recurrence in 2 cases which were repaired by pcs. The incident of seroma in pcs reduced with the application of arista ah. The article concluded that the patient selection, choice of mesh along with training and experience of surgeon are important. The evolution of patient selection and surgical techniques has resulted in reduced complication rates and improved outcomes as experience has increased. Article does not include patient/case specific details.